Event description:
The reporter indicated that a 13.2mm, vicm5_13.2 -10.50 diopter implantable collamer lens tore/broke during loading. There was no patient contact. A replacement lens was implanted and the problem resolved.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).